Event description:
The customer said they get erratic blood glucose results. Pt began to feel bad and called the paramedics. The paramedics arrived and checked their blood glucose on their meter and the result was 127mg/dl. Upon arrival at the hosp their blood glucose level was 33mg/dl on a hospital's meter. Pt was given an IV and admitted.

Event description:
In addition to the report filed on 11/2000 the following info is available. At 11:03am the suspect device was used and a result of 794mg/dl was obtained. The customer then administered insulin based upon this result. At 12:14pm a retest on the suspect device yielded a result of 34mg/dl. The customer's condition got worse and paramedics were called approximately 4-5 hours later.